Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During postoperative monitoring and testing, patient limp, leg length discrepancy, periprosthetic soft tissue abnormalities, mild joint effusion and periprosthetic fluid were noted. The simple fluid collection in the anterior lateral area of the hip measured 21.0 x 21.5 x 22.9. The complex fluid collection in the anterior medial and the posterior medial areas of the hip measured 44.4 x 63.1 x 14.7 x 1.3. No further information has been provided at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2004. During postoperative monitoring and testing, limping, pain, leg length discrepancy, periprosthetic soft tissue abnormalities, mild joint effusion and periprosthetic fluid were noted. The simple fluid collection in the anterior lateral area of the hip measured 21.0 x 21.5 x 22.9. The complex fluid collection in the anterior medial and the posterior medial areas of the hip measured 44.4 x 63.1 x 14.7 x 1.3. There has been no reported revision procedure to date.